Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose at the time of the incident was 159 mg/dl. During troubleshooting, the customer was unable to prime. It was found that the customer was using expired reservoirs. It was advised to discontinue the use of the insulin pump and revert to a back-up plan until receiving new reservoirs. The reservoir will not be returned for analysis.